Manufacturer narrative:
The customer discovered that a tsh reagent pack was scanned through the software before loading the pack onto the carousel. The customer corrected this user error by unloading the tsh pack through the software and removed a tsh pack from the carousel. Bci customer technical support (cts) helped the customer verify pack placement in the carousel. Service was not dispatched for this issue. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci), stating that the thyroid-stimulating hormone (tsh) reagent pack was misloaded onto the access 2 immunoassay system. No erroneous results were reported but the potential of erroneous but believable results can be obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.